Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hyperglycemia and believes the insulin delivery of the infusion device is too low. He switched to his backup infusion device, and his blood glucose was "ok." No adverse event was reported. The alleged product was requested for evaluation.